Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿failed flow rate test high¿ was not reproduced. During flow rate testing a reload set alarm occurred which interfered with the test. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined. The m2/m3 springs will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed flow rate test high (over-infusion) during testing. There was no patient involvement. No additional information is available.